Event description:
Four discordant troponin ultra results were obtained from four pt samples. The samples were repeated on an alternate analyzer and different results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant results.

Manufacturer narrative:
A siemens healthcare field svc engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results were due to inadequate washing of the cuvettes with wash 1 reagent caused by a broken straw. The instrument has been repaired. The instrument is performing within specs. No further eval of the device is required.